Event description:
Shorted air-valve solenoid caused solenoid to overheat and melt plastic solenoid cover in foot of mattress. This caused the mattress to become inoperative. Brother of pt claims that delay in treatment caused pt's ulcers to worsen.